Event description:
It was reported that during a stenting treatment procedure, patient complications and stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified mid right coronary artery (rca). A non-bsc guide wire was advanced to the lesion and the lesion was predilated with a 2.5x15mm non-bsc balloon inflated to 15 atms. The stenosis was reduced to 30%. Next, a 3.0x32mm promus element stent delivery system (sds) was advanced. The stent was deployed at 14atms and was fully apposed and well positioned. Using a 3.5x10mm non-bsc balloon, the stent was post dilated to 14atms/30sec during which the stent bulged outward and the struts became damaged. The patient experienced hypotension and bradycardia, which resolved with dopamine and atropin. A second promus element sds, size 3.0x20mm, was advanced and the stent was deployed overlapping the damaged struts of the first stent. No additional patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).